Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were multiple inappropriate shocks delivered by the device for episodes of atrial fibrillation (af) with rapid ventricular response due to device programming. The patient will undergo an electrophysiologic study to establish further treatment of their af. The patient was stable with no serious adverse consequences.